Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a cavernous (cav) aneurysm. It was reported that the pipeline did not fully open after deployment and a balloon was used to achieve full wall apposition. This is a recommendation in the instruction for use. No patient injury reported.